Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to high right ventricular (rv) pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. According to our records, the system remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received fifteen months following the initial clinical observations, that this device was electively explanted as the patient underwent an upgrade procedure. System evaluation prior to the procedure noted some non-sustained ventricular tachycardia (nsvt) with loss of capture and atrial tachycardia response (atr) episodes due to noise on the associated leads. Pocket manipulation and isometrics recreated some noise on the atrial channel with some oversensing. No noise could be reproduced on the right ventricle (rv) pacing or shocking channel. A review of the daily measurements noted stable atrial impedance measurements; however, rv pacing impedance had increased to greater than 2000 ohms for the past year. Additionally, shock impedance measurements had increased to approximately 70 ohms, then decreased to 40 ohms and stabilized at approximately 60 ohms. Both leads were removed from service and surgically abandoned during the upgrade procedure. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.